Manufacturer narrative:
Based on calibration and qc data provided, a general reagent problem can be excluded.

Manufacturer narrative:
The investigation determined there is an unspecific turbidity after the addition of an alkaline medium to the sample. The turbidity was not caused by proteins in either sample. The investigation is ongoing.

Manufacturer narrative:
The patient sample was provided for further investigation. The customers high tpuc3 results could be reproduced on a cobas c501 and c502 system, but the results of the urine immunofixation and electrophoresis showed that no protein was present in the sample. Visual analysis of the sample showed a lot of crystals present, therefore an interference in the sample was possible. The investigation is currently ongoing.

Manufacturer narrative:
Further investigation determined that alkaptonuria could not be verified. The cause of the interference could not be determined.

Manufacturer narrative:
Unique identifier (UDI)# (B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of possible interference causing a high tpuc3 total protein urine/csf gen.3 result for 1 patient's urine sample tested on a cobas integra 400 plus. The initial tpuc3 result was 192 mg/dl. The calculated 24 hours urine protein excretion was 3173.0 mg/24h. On (B)(6) 2018 from a beckman coulter (colorimetric method) the calculated 24 hours urine protein excretion was 227 mg/24h. The result from the beckman coulter was considered correct and was released to the patient. Tpuc3 was also tested on a cobas c501 in another laboratory and it was stated the "c501 reproduced the result of the integra 400 plu." No further details were provided. The erroneous result was not released outside of the laboratory. There was no allegation of an adverse event. The integra 400 plus serial number was (B)(4). It was noted that bubbles were present on the patient sample before being placed on the instrument. Control results on the day of event were acceptable. The investigation is currently ongoing.